Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h.6.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported events seroma-late and rupture was received on mar 27, 2025, with lot number 3659532. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. ¿ observe as it is not related to the manufacturing process. As per the investigation procedure deformation and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported 'a lot of fluid'.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side hard, rupture diagnosed via MRI. Device remains implanted.